Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the product code? What was the size of the suture that was used? How was the suture initially placed (interrupted or continuous)? What anastomosis was the prolene suture placed in? What was the condition of the anatomy where suture was used? What is the surgeon opinion of the deficiency of the suture? Can you describe the appearance of the suture during second procedure? Was the suture noted to be intact and tissue pulled apart? What are the patient age, weight, past medical/ surgical history? What is the current condition of the patient?

Event description:
It was reported that patient underwent unknown procedure on (B)(6) 2017 and suture was used. It was reported that patient arrested and an additional procedure was performed. Surgeon reported that the anatomy anastomosis failed. Additional information has been requested.

Manufacturer narrative:
Product complaint # ==> pc-000074015 additional information: patient codes: (B)(4) - cardiac arrest, surgical procedure device codes: (B)(4) ¿ cardiac arrest occurred, bleeding occurred, CPR performed additional information was requested and the following was obtained: ¿ what was the name of the initial procedure? Kidney transplant ¿ what was the product code? W8710h ¿ what was the size of the suture that was used? 5-0 ¿ how was the suture initially placed (interrupted or continuous)? Needs clarification ¿ what anastomosis was the prolene suture placed in? Artery anastomosis ¿ what was the condition of the anatomy where suture was used? Not ideal but normal for type of patient ¿ what is the surgeon opinion of the deficiency of the suture? That prolene fracture causing anastomosis failure ¿ can you describe the appearance of the suture during second procedure? Fractured into 2 separated parts ¿ was the suture noted to be intact and tissue pulled apart? Suture knots intact but 2 parts of suture ¿ what are the patient age, weight, past medical/ surgical history? 42, average weight, required kidney for period and treated accordingly. ¿ what is the current condition of the patient? Whilst closing patient a sudden change in blood pressure, re-opened to find bleed. Kidney removed and patient resuscitated for a period. Patient sent to ICU and brought back next day to transplant as they required an artery from a cadaver in manchester which was transported overnight. Patient was suffering from severe chest pain for 5 days post op due to compressions given during CPR but recovered. - (B)(6)2018